Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was difference was showing in amount of insulin filled in reservoir and amount of insulin used which was 30u. Insulin of 120u was filled, but it had reduced to 60u the following day. No harm requiring medical intervention was reported. Device will be returned for analysis.